Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet cartridge shattered within the cartridge chamber, leaving fragments inside the insulin compartment and preventing insertion of a new cartridge, after the patient experienced elevated blood glucose and switched to manual insulin. Symptoms included hyperglycemia. Outcomes included the need for manual insulin administration and device replacement logistics. Investigation included case intake, review of device alerts, and arrangements for device return and data sync. Investigation of this case revealed a cracked cartridge component with residual debris in the chamber, consistent with a mechanical break of the cartridge that impaired normal insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the cartridge leading to device malfunction.